Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician attempted to insert the cat6 into another manufacturer's sheath by advancing the cat6 over a guidewire without using the peelable sheath. However, the cat6 became "accordioned" and folded up. Therefore, the cat6 was removed and the procedure continued using a new cat6. There was no report of an adverse effect to the patient.